Event description:
It was reported that the atrial lead had rising thresholds and high impedances. The lead was switched from bipolar to unipolar pacing. During the replacement procedure, the unipolar impedance was undefined and pacing was noted to be intermittent at a high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2005. (B)(4).